Event description:
It was reported to tyco healthcare - australia that a mahurkar catheter was used as a femoral insertion. The catheter was inserted without difficulty. The guidewire deployed but allegedly could not be withdrawn.